Event description:
The patient presented for closure of pda along with atrial septal defect (asd) closure. The pda was closed successfully with a 3/4mm amplatzer vascular plug ii (avpii). The asd was measured via tee at 11-12mm, with rim size measured at 3mm. The septum was determined to be stable and balloon sizing was not performed. An 11mm amplatzer septal occluder (aso) was chosen along with a 7f amplatzer torqvue 45 delivery system. Prior to releasing the aso, it was noted that the left, and more prominently, the right atrial discs were not splayed around the aorta. The shunt was viewed on tee though the center of the aso, with a minimal residual shunt around the discs on the aortic side. Secundum tissue was noted to be between the discs, and the aso was released. Upon release, the aso shifted and further tee images were obtained. After a few minutes, it was noted on tee that the aso had shifted further, and a much more prominate shunt around the discs on the aortic side were noted. The aso was snared using a cook shuttle sheath and a tri snare and removed from the patient. The patient remained stable during the procedure with the exception of a decrease in blood pressure at one point during the retrieval. The patient was stable post aso removal. The patient will return at a later date for a trans-hepatic approach to close the asd.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Unintended movement. No failure detected. The 11 mm aso was received at sjm and decontaminated. The aso was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The aso was loaded into a test 7f loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.